Event description:
Voluntary medwatch received states that the lead exhibited performance issue. The lead was capped. The patient had no consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.